Manufacturer narrative:
Unit passed displacement test and active current measurement, however unit failed sleep current measurement and unexpected battery power loss due to corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.